Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found high current drain, which contributed to the reported complaint of a premature elective replacement indicator.